Event description:
During a meniscorrhaphy procedure, the suture bar broke when it was tensioned after delivery needle was inserted into meniscus. Half of the suture was removed from the body and the other half is fixed to the meniscus. A back-up device was used to complete the procedure and no pt injury or complications were reported.